Event description:
There is no additional information available regarding the event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to manufacturing issue. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001526350 - 2023 - 00725-1; 0001526350 - 2023 - 00726-1; 0001526350 - 2023 - 00727-1.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2023-00725, 0001526350-2023-00726, 0001526350-2023-00727.

Event description:
It was reported that during surgery the device was skipping while harvesting the skin. There was a 15-minute delay in the procedure due to the malfunction. The taken grafts were damaged and subsequently, additional unplanned grafts were taken. No additional consequences to the patient were reported. Due diligence is complete and there is no additional information available.